Event description:
Iab was prepped according to procedure. During sheathed insertion, iab became stuck halfway through sheath. Iab was removed. No attempt was made to reinsert another iab. There were no reported patient complications.